Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The calcified and tortuous target lesion was located in the saphenous vein graft (svg) to the right coronary artery (rca). The lesion was predilated with an apex coronary balloon. During advancement of the 20x2.75mm taxus liberte stent delivery system (sds), the shaft broke. The device was successfully removed without incident and the procedure was completed with a different device. There were no pt complications and the pt's current condition is listed as "fine."